Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by suggesting adjustments on how to press the button and having the pump removed from its case; however, the problem persisted. Customer continued to use the pump for insulin delivery.